Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as unknown rejuvenate modular neck. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device remains implanted.

Manufacturer narrative:
An event regarding trochanteric pain involving an unknown rejuvenate modular device was reported. The event was confirmed. Similar events have occurred for the rejuvenate modular product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported trochanteric pain is considered to be under the scope of this recall.

Event description:
The patient is experiencing trochanteric pain in her right hip. The following measurements were recorded at 46 months since index surgery: cobalt - 7.5; chromium - 0.9. Further follow up is planned for this patient.

Event description:
The patient is experiencing trochanteric pain in her right hip. The following measurements were recorded at 46 months since index surgery: cobalt - 7.5; chromium - 0.9. Further follow up is planned for this patient.